Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2012, [pt] was implanted with a cook celect ivc filter. In 2017 after experiencing severe back pain, [pt] underwent a computerized tomography scan (¿CT scan¿) of his abdomen and pelvis. In 2017, [pt] was informed that the CT scan revealed that a strut of the ivc filter was fractured, that several filter struts had moved since placement and that the struts were extending through the walls of his vena cava. Furthermore, in 2018, [pt] underwent another CT scan of his abdomen and pelvis where it was discovered that the fractured strut had migrated and was located adjacent to his right kidney. Patient outcome: it is alleged that "[pt] faces numerous health risks, including the risks of death. [Pt] will require ongoing medical care and monitoring for the rest of his life".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number is known; lot number is unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2021, per a report from computed tomography; ¿3. Stable appearance infrarenal ivc filter, with chronic protrusion of stent legs external to the ivc lumen. One stent leg contacts the l3 anterior vertebral body with a small osteophyte is present. Recommend interventional vascular follow-up, as this could be symptomatic. 4. Chronic curvilinear density projects over the anterior right kidney cortex. This is stable from prior exam and may represent a postsurgical suture line or a migrated ivc stent leg. No adjacent renal cortical abnormality or perinephric collection.¿ (B)(6) 2021, per a report from computed tomography 2; ¿only 6 filter arms are seen. There should be 8 arms. Two arms are missing which represents a fracture with migration of the arms off the image set. The filter is tilted posterior with its proximal cone against the ivc wall. The anterior strut penetrates 2.2 mm through the ivc wall. The left strut penetrates 2.4 mm through the ivc wall. The posterior strut penetrates 2.8 mm through the ivc wall. The right strut penetrates 6 mm through the ivc wall. The right arm strut penetrates 4 mm through the ivc wall. The left arm strut penetrates 10 mm through the ivc wall.¿

Manufacturer narrative:
H6 code(s): emotional changes (1831), anxiety (2328), depression (2361). Investigation: the following allegations have been investigated: pulmonary embolism, organ perforation, thrombosis / dvt, chronic back pain, severe emotional stress, anxiety, limited mobility, depression. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported chronic back pain, severe emotional stress, anxiety, limited mobility, depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Lot number is unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). The plaintiff alleges migration, vena cava/organ perforation, fracture, and caval thrombosis. The patient further alleges chronic back pain, severe emotional stress, anxiety, limited mobility, dvt, pe, and depression. On (B)(6) 2017, per a report from computed tomography; ¿ivc filter is in place. There is a metallic foreign body seen in the anterior right perinephric space that likely represents limb fractured from the ivc filter. This was present on the previous on (B)(6) 2017 examination. However, this is new from previous on (B)(6) 2012 exam. Ivc filter is in place. A few filter legs do show caval penetration.¿ on (B)(6) 2017, per a report from xray; ¿impression: minimal degenerative change. No compression fractures. Ivc umbrella noted. Small thin curvilinear density in the right upper quadrant of unknown significance. Possible fractured portion of the ivc umbrella.¿ on (B)(6) 2018, per a report from computed tomography; ¿patient has an infrarenal ivc filter placement. The infrarenal ivc appears to be a thrombosed with thrombus extending through and above the infrarenal ivc filter to the level of the renal veins. The suprarenal ivc measures 28 to 31 mm in diameter on coronal imaging. One of the limbs of the ivc filter is broken and is located adjacent to the anterior mid to upper pole of the right kidney.¿ on (B)(6) 2018, per a report from computed tomography; ¿detached limb of ivc filter along anterior aspect of right kidney, stable.¿